Event description:
Double lumen PICC line inserted on (B)(6) 2016, was noted to be leaking from the tubing near the hub. When assessed by the PICC line nurse, the PICC line flushed easily and had good blood return from both ports. There was no apparent breakage, but when flushed, the saline leaked from the line at the junction of the hub.